Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Low battery life anomalies were indicated in the pump history file and pump error 25 was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was eating up batteries in less than 1-2 days over the past week. The customer¿s blood glucose level was 9.6mmol/ l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.